Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; and verifying breast shield fit. The troubleshooting did not identify a specific failure. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 07/14/2018, the customer indicated that she developed mastitis on (B)(6) 2018, which lasted for two weeks, for which she was prescribed an antibiotic. She indicated that the replacement pump was working, although it too was making a rattling noise, and the mastitis was better. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her pump in style breast pump had low suction and was making a knocking noise. She additionally alleged that she had mastitis and a fever, for which she went to the emergency room, saw a doctor and was prescribed antibiotics.